Event description:
Customer reported his had high blood glucose this morning and is treating with manual injections. Customer's blood glucose was 494 mg/dl. Customer was feeling ill. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Nothing unusual was found. The call was disconnected midway through. Customer was called back but it went straight to voicemail. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.